Event description:
It was reported that while running patient sample on bd max¿ system, bd max¿ instrument a false positive result for giardia was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: customer alleging noisy curves for giardia.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-01. Investigation summary: a "false positive" complaint was reported against the bd max instrument, catalog number 441916, serial number ct0603. The customer reported receiving noisy curve for giardia. Customer also reported that one customer had a positive result with noisy curves. Field service was dispatched. Field service replaced the side a reader. Parts were returned to bd for investigation. Reader test resulted in the reader failing noise test in fam channel which correlates to the noisy curves seen. Review of the instrument database confirmed noisy curves across all lanes on both side and bubbles in a few lanes for the respective run. It was determined that the contribution to the noisy curve is due to normalizer drift during interleave run. Database review shows no issues with pumps or on any side of the instrument. The root cause is determined to be from a stack up of noises from both the reader defect in conjunction with the normalizer drift. The complaint is confirmed for unusual plot and curve, but cannot be confirmed for false positive. The investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h10.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient sample on bd max¿ system, bd max¿ instrument a false positive result for giardia was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: customer alleging noisy curves for giardia.